Event description:
Philips received a complaint on the v60 ventilator indicating that a primary alarm failed alarm occurred during preventative maintenance (pm). The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and stated that they confirmed the occurrence of the primary alarm failed alarm diagnostic code in the device diagnostic report (drpt). The rse stated that they reviewed the possible causes for the issue with the customer and advised that the customer to replace the speaker assembly. The rse provided the customer with the part information for the speaker assembly. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 18apr2025, 25apr2025, and 02may2025 to obtain clarification on if the issue occurred during the power-on self-test (post), confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.